Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030 for motor stall error. There was no patient involvement.

Manufacturer narrative:
Correction to:g2. This device was evaluated and repaired through the service repair process. A review of the device history record showed the device had a manufacture date of 13oct2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information:e2, e4, h3 the affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030 for motor stall error. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030 for motor stall error. There was no patient involvement.